Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported okay key inoperable. Evaluation observed several keys to be inoperable on the keypad; upon troubleshooting with a known good keypad, the issue was resolved. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "okay" key was inoperable on a spectrum pump. There was no patient involvement. No additional information is available.